Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 41, 175 and 224 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.